Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5182959. Forty samples received from customer. Samples were evaluated for functionality of locking mechanism. No breakage or failure in locking process was identified. Conclusion: the root cause of the indicated failure mode is indeterminate.

Event description:
It was reported that the safety shield of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter was not activating to cover the needle after the venipuncture. No injury or medical intervention.